Event description:
Analysis of the returned device found that the ptfe coating of the subject guidewire was peeled. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release during the visual inspection, the device was returned with the torque device attached. An attempt had been made to shape the guidewire tip. The guidewire was found to be kinked/bent at 13 and 47 cm from the proximal end of the guidewire. The guidewire ptfe coating was noted to be peeling in multiple areas to 42 cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional testing for guidewire friction functional test was pass. The device was hydrated and there were no anomalies noted to the outer coating of the device. The device was advanced through the demo microcatheter without difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the doctor inserted the wire into the microcatheter, he felt there was a shelf preventing him from advancing further. No additional information was provided. Although the reported guidewire friction could not be confirmed, the returned microcatheter used in the procedure was found to be severely kinked and would have contributed to the reported friction in the catheter shaft. Therefore, caused by other will be assigned to the as reported guidewire friction. The damage noted to the ptfe coating is indicative of insecure fastening of the torque device onto the wire which may have caused slippage and resulted in abrasion of the ptfe layer. An assignable cause of handling damage will be assigned to the as analyzed (aa) guidewire proximal section kinked/bent and guidewire ptfe coating peeling since these defects are associated with handling of the device during the clinical procedure.